Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported insulin leaking in the chamber during a supply change and admitted to reusing cartridges. The user¿s blood glucose (bg) was 60 mg/dl and later confirmed to have dropped as low as 35 mg/dl. The user planned to treat the low bg before calling back. The lowest blood glucose (bg) recorded was 35 mg/dl. Bg was corrected. The user's reported symptoms during the event included sweating. No medical intervention was reported at the time of call.